Event description:
It was reported the coblator ii surgery system began smoking intra-operative. No pt or user complications were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain add'l info regarding this event are underway.